Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call unexpected restart alarm, external ram crc error alarm and displayable history crc check failure alarm on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer has multiple external ram crc error alarms. Troubleshooting for the alarms was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.